Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.